Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm after a bolus delivery. Customer also reported receiving a motor error alarm after. The customer's blood glucose was rose to 420 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. Customer was also advised their reservoir/infusion set may be occluded. The customer stated the drive support cap appeared to be normal. The insulin pump also passed a displacement test and was able to successfully to prime. The customer declined to return the product for analysis.